Event description:
Per the clinic, the patient experienced pain, swelling and an infection at the abutment site. Subsequently, the patient was treated with oral antibiotics (date not reported). On (B)(6) 2015 the patient was treated a steroid injection. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.